Event description:
Major pump unit(s) involved: blood pump; drive unit failure;additional text: heartmate xve "bearings grinding"; heartmate xve.specific component(s) involved: pump drive unit malfunction;heartmate xve.causative or contributing factor: no specific contributing cause identified.intervention(s): pump replacement with heartmate ii lvas;type: lvad.

Event description:
Major pump unit(s) involved: blood pump, drive unit failure specific component(s) involved: pump drive unit malfunction.